Event description:
Emergency room personnel were attending to a pt condition unk. An attempt was made at countershocking the pt and allegedly the defibrillator would not charge. A back up device was obtained and used to continue treatment to the pt. Except for a slight delay, there were no adverse effects to the pt reported as a result of the alleged malfunction.